Manufacturer narrative:
On august 13, 2024, the mentor failure analysis lab received the device for evaluation. Per device received, brand name, and catalog number have updated from "unknown saline implants' to "unknown saline implants smooth" under section d on this form. On august 20, 2024, device evaluation was completed as follows: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the smooth saline breast implant had an area of missing material on the posterior view measuring approximately 0.4 cm x 0.3 cm, and a tear on the anterior view within a crease/fold measuring approximately 0.6 cm. Microscopic examination was performed on the edges of the missing material, and parallel striations were found in an area of the missing material, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the remaining area of the missing material could not be identified. The evaluation determined that the possible cause of the tear was consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A second product was received. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 69-year-old caucasian female patient underwent breast surgery with unknown size unknown saline implants and experienced breast implant deflation on her left side postoperatively. The patient underwent bilateral replacement surgery with serial numbers (B)(6) on the left side, and with (B)(6) on the right side on (B)(6) 2024.